Manufacturer narrative:
The account has not completed repairs.

Event description:
The accounts maintenance stated that the siderails are showing locking outs and if he presses the enable button to unlock the bed, it will go into trendelenburg automatically. When he unplugged connector 6 on the motor control bed, the issue went away.